Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. It was determined that the printed wire assembly was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46510. This occurred during testing, and there was no patient involvement.